Event description:
Information received from the field notes that during a follow-up, there were several stored egms indicating external noise in unipolar and bipolar. The non-pacemaker dependent patient was asymptomatic and knew of no sources for the noise. At a previous follow-up, the ventricular sensitivity had been decreased, but noise was still evident. The sensitivity was decreased to the least possible setting while still allowing for the sensing of r-waves.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received